Event description:
A pt reported blood glucose results of 277, and 174 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt did not have any control solution. The test strips were in good condition, testing technique was correct,and codes matched. A new bottle of control solution is being sent to the pt.